Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, failed battery test, battery out limit and no delivery alarm from the insulin pump. The customer's blood glucose reading was 417 mg/dl. The customer treated with shot and pump. The customer had symptoms such as excessive thirst. The customer stated that there was a failed battery test in the alarm history. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to securely fasten and align the battery with the pump. The customer stated that the pump did not alarm failed battery test. The customer stated that there was a no delivery in the alarm history. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.